Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked under the tube holder and the front lower corners and the battery door and right plunger case were cracked. A review of the event history log identified check syringe plunger not in place in history. During functional testing the reported issue was unable to be duplicated during the syringe test. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger's head mount, dowel pin, barrel clamp size pot as a preventive measure and performed syringe test and all functional test which passed.

Event description:
It was reported that the pump exhibited a syringe plunger not in place error. No patient injury was reported.